Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analysis of the device memory demonstrated the maximum number of episodes had been exceeded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass in the implantable pulse generator (ipg) displayed invalid data and the device counters did not reflect an accurate number of arrhythmia episodes. The ipg remains in use. No patient complications have been reported as a result of this event.